Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. Despite being plugged in for an extended period of time, the pump was unable to be turned back on. There was no impact to the customer's blood glucose level.